Event description:
Customer was hospitalized for high blood glucose levels. No further details provided at time of call. Troubleshooting performed and pump appeared to be operating normally.

Manufacturer narrative:
Currently it is unknown whether or not the device may have contributed to the event as no product has been returned. No conclusion can be drawn at this time.